Event description:
It was reported that a patient fell about two weeks prior to the report and had a loss of therapeutic effect and started dripping about one week prior to the report. The patient had difficulty finding the implantable neurostimulator (ins) site with the patient programmer and the ins was implanted more toward the center of the back instead of by the hip. The patient was using the stimulation on and off buttons and didn¿t know if stimulation was on or off as she typically didn¿t feel stimulation. The patient wanted to increase the setting to determine if that would help with symptom control, but continued to have difficulty connecting. After pressing the stimulation on button, the patient got her therapy screen at 1.2 volts but when she tried to increase the setting she received the poor communication screen again. The patient planned to try again and monitor symptoms as it was unknown whether stimulation was on or off before. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0hhgg, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received noted that there was a 50% or greater symptom reduction. Event cause was determined; it was not device related. Reprogramming was not needed. It was noted that the patient broke their toe on vacation - no impact to symptoms. The patient has follow up on (B)(6) 2014. They had no report of fall/failure. The patient was to be evaluated at that time. The patient was recovered without permanent impairment.